Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred during use on the home choice (hc). The home patient (hp) assisted with removing the cassette and explained that the home patient (hp) would have to start over with new supplies or use manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.